Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n216778, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen therapy via an implanted pump. The type of baclofen, concentration, and dose were not reported. The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. In (B)(6) 2009, the patient experienced infection symptoms and the area of the infection was the pocket. The pump was removed days after implant. The pump was implanted on (B)(6) 2014. The patient could not remember if the change in therapy/symptoms was sudden or gradual as she was "out of it". The infection was not confirmed. The infection was associated with implant. Additional information has been requested, but was not available as of the date of this report.